Manufacturer narrative:
The fse evaluated the device on site. It was determined that this was a malfunction of the battery which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the battery. The reported problem was confirmed.

Event description:
It was reported to philips that the device's battery was faulty. There was no patient involvement.